Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the severely calcified superficial femoral artery. A 3mm x 10cm idc¿ soft coil was selected for use for an arteriovenous malformation embolization. During the procedure, upon recoiling the device several times, the coil became stuck in the distal portion of the catheter. The coil was then removed together with the catheter. Attempts in removing the coil from the catheter were performed outside the patient's body; however, resistance was still encountered as the catheter was flushed. It was then observed that the coil became unraveled. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.